Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented redness on his scrotum the next day the pump eroded through the scrotum due to infection. The aus was explanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: ((B)(4). D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated evaluation conclusion codes h6.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for balloon: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented redness on his scrotum the next day the pump eroded through the scrotum due to infection. The aus was explanted. There is no additional information reported.